Event description:
The patient contacted animas on (B)(6) 2012 reporting that the ok, and down arrow buttons were intermittently responding to button presses. The patient confirmed that there was no damage to the keypad. The patient reported having some boluses cancelled by pressing the ok button more than once; the patient confirmed that the boluses were redelivered and no boluses were missed. The patient reportedly wore the pump in an under garment and did not clean the pump. This issue is reported based on the allegation of the keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 [date of submission (B)(4) 2012] - device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact with no peeling or damage. The "down" button was found to be intermittently responding. All of the other keypad buttons were found to be responsive. The keypad was removed and contamination was observed under all of the button contacts. Additionally the audio bolus button was found to be torn and intermittently responsive. Unrelated to the event the display was found to be dim and pink.